Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm. There was no adverse impact to customer¿s blood glucose level. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.